Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not provide pacing therapy as needed for more than two consecutive seconds. This occurred while the patient was undergoing a transesophageal echocardiogram (tee). Afterwards a full device check was performed and the physician could not produce any noise and there were no new episodes in the device and all lead measurements were stable and within normal limits. The physician suspected that the tee probe overheated. Boston scientific technical services (ts) confirmed that if the tee probe did overhead the device may have oversensed that energy. The device has a function called the defib detect circuit that can prevent a pacing impulse from being delivered if it senses external energy being applied to the leads. No adverse patient effects were reported. The physician will monitor the patient. The device remains in service.